Manufacturer narrative:
(B)(4). Upon follow up it was reported that antibiotic treatment with vancomycin was discontinued 18 days after initiation and the patient was recovered from this peritonitis event the same day. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The peritonitis was manifested by cloudy effluent, vomiting, and abdominal pain. On the same day as the event onset, the patient was hospitalized for peritonitis. On the same day as the event onset, the patient began treatment with vancomycin (2 g, reported as ¿3 in 3 days¿, intraperitoneal) and ceftazidime (1 g, daily, intraperitoneal, duration was not reported) for peritonitis. Five days after the event onset, treatment with ceftazidime was discontinued. Six days after the event onset, the patient was discharged from the hospital. Eighteen days after the event onset, treatment with vancomycin was expected to be discontinued. At the time of this report, the patient was recovering from the peritonitis event and extraneal, physioneal, and nutrineal therapies were ongoing. No additional information is available.